Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of the stored electrograms revealed that the implantable cardiac defibrillator exhibited post-paced t-wave oversensing. No medical intervention was performed. No patient symptoms were reported.